Event description:
Pt with implantable cardioverter defibrillator placed in 1999. The next month, the pt began to receive ICD shocks. Further episodes occurred. Device was interrogated and found there was a sensing dysfunction in the recently placed ventricular lead which resulted in appropriate ICD shocks. Ventricular lead explanted with new lead placed. Device appropriately functioning post procedure.